Event description:
It was reported that the home patient (hp) received a high drain 101 (nigh drain cycle one) alarm. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. This alarm occurred after use. The hp¿s total fill volume equaled 5200ml and the hp¿s total drain volume equaled 5487ml. The hp¿s initial drain volume equaled 15ml and the hp¿s last fill volume equaled 0ml. The hp¿s ultrafiltration (uf) by cycle equaled: total uf equaled 286ml, cycle three equaled -768ml, cycle two equaled -289ml, and cycle one equaled 1344ml. The technical service representative explained the alarm to the patient and explained the device would need to be swapped. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A device history record review revealed no issues that could have caused or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be a false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.